Manufacturer narrative:
The device history records for this lead model goes beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Per the permanent pacing lead final inspection procedure, leads are checked 100 percent for electrical function. The py instructions for use (IFU) informs the user of possible complications including: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. It is recommended to cap the proximal portion off to prevent exposed conductor parts in the vein whenever the lead will be left in the heart. Also the IFU informs precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The device was implanted for approximately 19 years, 2 months. The lead was in use for treatment. The device was not returned for analysis, therefore the clinical observation could not be confirmed. This lead is no longer manufactured by oscor. Based on this information, a CAPA is not required. Oscor will continue to monitor this product for complaint trends. No further follow-up is required.

Event description:
It was reported the ra and rv leads were explanted due to noise and oversensing. The leads were not tested by psa during the procedure and no observations were made of the leads. Cause unknown. Pertinent as pulse generator (pg) cannot be ruled out as a cause to the noise/oversensing. Additional information has been requested regarding patient, incident and products, however not received as of date of this report.